Event description:
It was reported the infusion device displayed an e7 electronic error and the vibra alert does not function. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue. The infusion device was requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint can be verified. E7002 errors were found in the history, and the vibrator motor does not function. An internal defect of the vibrator led to the problem.